Manufacturer narrative:
The investigation for the reported access site bleeding and the low pump flow has been completed. The impella device was returned for evaluation. The pump was visually inspected no damages were noted. The pump was ran in a basin of water and the low pump flow could not be reproduced. Without the logs, the low flows could not be confirmed during the case. Clinical information provided states that at the time of the bleed the activated coagulation time (act) was at 400 so the patient needed to receive 11,000 units of heparin. The root cause of the reported access site bleed was most likely due to anticoagulation management.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 78-year-old male (race unknown) in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the patient had had a hematoma around the access site. Manual pressure was held. Impella began to have suction events and the doctor noticed the hematoma was growing. The decision was made to remove and replace the impella.